Event description:
The customer reported that the system intermittently shut down and would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter board was replaced and the operation was tested. The system was tested and found to be working as intended and put back into service under observation.